Event description:
The customer reported approximately 5 mls of a blue fluid was leaking around the main diluter panel in the coulter hmx hematology analyzer w/ autoloader. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The fse confirmed the leak from worn tubing at pv49. The fse replaced the tubing through pv49 resolving the leak. (B)(4).